Manufacturer narrative:
A medtronic representative reported that during servicing the imaging system, they angled the tube and tried to rotate the tube and detector and heard a popping noise, the orange lights on the gantry turned off and they couldn't rotate. They manually used the ratchet to move the tube and detector back to the home position, after this they were able to use the buttons to move the tube and detector. There was no patient present when this issue was identified. Field system engineer was able to resolve the issue by adjusting the top door close switch. No further issues were reported. No part return or replacement was needed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during servicing the imaging system, they angled the tube and tried to rotate the tube and detector and heard a popping noise, the orange lights on the gantry turned off and they couldn't rotate. They manually used the ratchet to move the tube and detector back to the home position, after this they were able to use the buttons to move the tube and detector. There was no patient present when this issue was identified.